Manufacturer narrative:
The device was evaluated on site by an olympus field service engineer; the same issue was found by fse, so device was brought back to repair center (rc) for further evaluation. When device was evaluated at the rc, there was no problem found. This device was connected to a clv-190 socket, and the socket was found to have a blacked out endoscopic image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was a no image issue when connected with a cf-h190l (evis exera iii colonoscope). The device was then connected to a cf-h170l (colonovideoscope) and the image appeared normally. The issue was found at preparation for use of a diagnostic procedure (colono-screening), and there was no delay; the procedure was completed with the same device, and there was no patient harm associated with the event.